Event description:
Pt in ultrasound to re-evaluate the supra-pelvic area abdominal wall cystic mass. It was done with u/s guidance. Radiologist wanted to obtain a core biopsy. He chose a temno 20g x 11cm, lot # d-10081467 - expiration date: august 2015. Radiologist inserted the introducer in and did two cores samples with tiny places of tissue. Radiologist then decided to aspirate through the introducer. When he went to pull the introducer out it broke off at the needle base and the needle was in the pt's abdominal wall pelvic area. Radiologist attempted to remove the tip with hemostats and was not successful. Radiologist then made a small incision and tried to remove again with u/s guidance. Physician assistant came to radiology from the emergency department with splinter hemostats and was able to remove the tip of the introducer. The small incision was then closed with sutures.